Event description:
Filter placed in infrarenal ivc in standard fashion. Device failed to open completely leaving the patient improperly protected from pe and at risk for embolizing the filter into the right heart. Bird's nest filter placed in suprarenal ivc for correction.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.